Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The computer has been returned but analysis had not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when booting up the system the black medtronic screen appears and the staff cart monitor states no input detected and the surgeon monitor is black. There was no patient identified.

Manufacturer narrative:
The cable assembly was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.